Manufacturer narrative:
On 06/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement small active hc frame shipped to site 06/09/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system camera could not consistently recognize the active spine reference frame. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of suspect frame finds that testing on bench tester found that led #3 is not working. Tool will track but when more than 2 leds are not visible to the camera, the tool won't be recognized. The reported issue was confirmed to be caused by an electrical failure of the led. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.